Event description:
Patient was hospitalized due a bone infection, the patient subsequently experienced kidney failure and congestive heart failure. While in the hospital, the patient's blood glucose level elevated to 700 mg/dl.

Manufacturer narrative:
Patient was hospitalized due a bone infection, the patient subsequently experienced kidney failure and congestive heart failure. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.